Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A diabetes educator called customer service about a patient¿s omnipod controller repeatedly powering off and restarting about every 20 to 30 minutes without showing any error code. The diabetes educator asked whether basal insulin delivery and boluses would continue when the controller shuts down. The agent confirmed that the basal delivery continues but boluses do not during the disturbance. They attempted a hard reset and settings remained intact, indicating the reset did not execute. The agent guided the user to send the controller log files and then arranged a replacement controller. The agent confirmed that the current pod could remain in place overnight for basal delivery, but boluses would need to be given by injection until the replacement arrives. The patient¿s legal guardian (lg) reported the pod was removed early because the personal diabetes manager (pdm) kept repeatedly turning off and on and the patient¿s blood glucose was high. The incident occurred while the family was still in the hospital during the initial diabetes diagnosis for the patient. The patient was initially taken to the hospital due to increased thirst and frequency of urination. The patient was at the hospital for two weeks, (B)(6) due to a diabetes diagnosis and training with the op5. The pod that was worn during the pdm issue was removed on 14 april after 23 hours of wear, because they set up a new controller. The lg and nurses were not sure whether the pod was working correctly. They lg could not recall the exact blood glucose value but stated it was dangerously high. There was no patient diagnosis related to this event. On (B)(6), the new pdm was received and the training was started. The patient received bolus injections via a pen, but the lg does not remember how many units were administered.